Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report due to pinholes in the balloon material. The device returned with the balloon fully deflated and the distal end slightly bent. The catheter was also observed to be kinked approximately 34.2 cm and 198.1 cm from the base of the white hub. During functional testing a cook dilation syringe (ds-60cc-s) from our shelf stock was filled with water and attached to the inflation port. During inflation, water was noted coming from two pinholes in the distal portion of the balloon material, confirming the complaint. No other anomalies were detected with the device. The stylet was not included in the return. The device history record for the lot number said to be involved was reviewed. A nonconformance that could potentially be related to the complaint was contained in the associated device history record. The nonconformance documentation supports the affected devices were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the returned device confirmed the report due to two pinholes/holes identified in the balloon material. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a pinhole/hole in the balloon material is if the balloon material comes into contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal stenosis dilation, the physician used a cook eclipse ttc wire guided balloon dilator. The user advanced the device through olympus endoscope and metii-35-480 wire guide to esophageal stenosis location. They inflated the balloon but "cannot observe the pressure rise and cannot observe the balloon inflation under endoscopic view and x-ray image." The user retracted the device out of patient and inflated the balloon while found out there was a leaking issue. The user changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.